Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side "collapsed" implant. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified cracked valve. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve.